Manufacturer narrative:
The field service engineer determined there were gauze fibers built up on the tip of the sample probe. The probe tip was cleaned and the liquid level detection was re-adjusted. The system went into standby with no alarms. Precision studies were performed and within range. Controls were run and results were within expectations. For the last calibration performed on (B)(6) 2019, calibration signals were higher than the expected mean. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys cea assay on a cobas 8000 e 602 module. The sample initially resulted with a cea value of < 0.200 ng/ml accompanied by a data flag. This value was reported outside of the laboratory and a doctor questioned it. The sample was repeated on (B)(6) 2019, resulting with a value of 23.61 ng/ml. The sample was diluted times 100 and repeated, resulting with a raw value of 0.395 ng/ml on (B)(6) 2019. When accounting for the dilution factor, the final value was 39.5 ng/ml. The sample was diluted times 10 and repeated, resulting with a raw value of 2.93 ng/ml on (B)(6) 2019. When accounting for the dilution factor, the final value was 29.3 ng/ml. The cea reagent lot number was 377288, with an expiration date of 29-feb-2020.